Event description:
It is reported that the patient dislocated one year post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: versys femoral head, catalog#: 00801803203, lot#: 62384225, shell with cluster holes, catalog#: 00875705001, lot#: 62674981, dome hole plug, catalog#: 00875700001, lot#: 62837081, bone screw self-tapping, catalog#: 00625006520, lot#: 62767012, femoral stem press-fit collarless, catalog#: 00786401000, lot#: 62785343. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced total hip arthroplasty dislocation approximately 10 months post-implantation. Patient states that they experienced a popping sensation and pain in the back and groin areas, beginning 1 month post-implantation and persisting to the dislocation event. Patient was treated with closed reduction and admission to a hospital for 3 days.

Manufacturer narrative:
This report is being submitted to report corrected information. Concomitant medical products: versys femoral head, catalog#: 00801803203, lot#: 62384225 , shell with cluster holes, catalog#: 00875705001, lot#: 62674981, dome hole plug, catalog#: 00875700001, lot#: 62837081, bone screw self-tapping, catalog#: 00625006520, lot#: 62767012, femoral stem tm primary, catalog#: 00786401100, lot#: 62785343. Root cause remains unchanged.